Event description:
It was reported to baxter (B) (4) that the reservoir of a basal/bolus infusor had ruptured during filling. The drug being filled is unknown. There is no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
Additional narrative: the sample has not yet been received for evaluation. Should the sample or additional information become available, a follow-up report will be submitted. (B) (4)